Manufacturer narrative:
(B)(4) = jaws. The er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed thirteen scissored clips due to the misaligned condition of the jaws. Possible causes for the misaligned condition of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No conclusion could be reached as what may have caused the jamming incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device jammed. The case was completed with another device of the same product code. No additional information was available. There were no patient consequences reported.